Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator replacement procedure, insulation abrasion was observed where the lead was in contact with the edge of the device. No electrical anomalies were detected. The lead was capped and replaced. No further information is available.